Manufacturer narrative:
Investigation summary: a review of complaint history did not identify any adverse trends for the reported issue for this lot root cause: insufficint information. Source: email, phone.

Event description:
Customer reporting what they feel are potentially false positive flu b results for 1 symptomatic patient. The patient has tested flu b positive 4 times. No conflicting testing results have occurred and no confirmation testing has taken place. Report 3 of 4.